Event description:
It was reported that the patient fainted several times due to loss of right ventricular capture. The device was reprogrammed and the patient's condition was good after the device reprogramming.

Manufacturer narrative:
(B)(4).